Manufacturer narrative:
The device is not available for investigation. Medwatch reference number is mw5084810.

Event description:
The event involved a spinning spiros that leaked dactinomycin. It was reported the leak was noticed after the medication finished and saline was running for few seconds to flush the line. The floor next to the patient was wet with about 10 ml of clear fluid and the chemo line seemed wet. The charge nurse was made aware and the chemotherapy spill protocol was initiated. The supervisor, md, and the pharmacist were made aware, the patient was moved into a different bedroom, and the medication and tubing were taken back to the pharmacy. There was no report of adverse event, nor medical or surgical intervention, nor delay in critical therapy.